Event description:
It was reported that the collimator on the 9800 sys closed during a case. The 9800 sys had to be removed and the procedure was completed with another sys. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator connector was faulty. This was repaired during the svc call. The sys was tested and found to be working as intended and put back into svc.